Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect and clean the pump's pneumatic tap area, remove an o-ring, and fill a new cartridge. The caller successfully loaded the cartridge onto the pump and resumed insulin delivery.